Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead was obstructed due to a guidewire stuck in the lumen. The guidewire coating was damaged. The guidewire was kinked/buckled. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the delivery guide wire became stuck in the left ventricular (lv) lead tip during repositioning. The lead and guide wire were removed. A new lead and guide wire were used. No patient complications have been reported as a result of this event.